Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was wearing the pump outside in the rain and the pump may have gotten wet prior to the malfunction. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.